Manufacturer narrative:
Explant date: if explanted, give date: not applicable, the lens was not implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed loose particles were observed on the lens surface. However, no scratches and/or defect or damage related to the manufacturing process was observed in the lens returned. Therefore the reported issue was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis 1-piece monofocal intranocular lens (iol), model zcb00 22.5 diopters, was scratched upon opening the package. No patient contact reported. No additional information was provided.